Event description:
It was reported that approximately two years nine months post port placement procedure via the right subclavian vein, patient allegedly complained of pain and discomfort while drug administration. It was further reported that the subcutaneous leakage of drug solution was allegedly observed. Reportedly, the port system was removed percutaneously and another catheter was replaced. Furthermore, a catheter crack was observed in the port body. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A split was noted approximately 2.7cm from the cath-lock. A partial circumferential break was noted approximately 4.0cm from the cath-lock. Catheter wear was noted at the distal end of the catheter. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth on both regions. Catheter wear was noted on the 5.0cm depth mark. Upon infusion, leaks from the proximal portion of the attached catheter were observed. Aspiration was attempted and was unsuccessful. Therefore, based on investigation reported fracture and fluid leak issue can be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that approximately two years nine months post port placement procedure via the right subclavian vein, patient allegedly complained of pain and discomfort while drug administration. It was further reported that the subcutaneous leakage of drug solution was allegedly observed. Reportedly, the port system was removed percutaneously and another catheter was replaced. Furthermore, a catheter crack was observed in the port body. There was no reported patient injury.